Event description:
The customer reported that the exposure switch on the c-arm stuck and they had to use the emergency shut off to stop the fluoroscopy. This occurred during a patient procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The doghouse x-ray switch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.